Event description:
It was reported that the patient experienced worsening of chronic kidney disease due to hyperechoic region which was a possible lesion to mid right kidney approximately 2cm. The patient was treated with diuretics. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient experienced acute on chronic kidney disease worsening due to a hyperechoic region, which was a possible lesion, to mid right kidney, and the patient was treated with diuretics. Based on the available information, including the occurrence of the event on the vad implant date, the device may have caused or contributed to the reported event. Per the instructions for use, renal dysfunction is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, including their history of chronic kidney disease, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.